Manufacturer narrative:
The product was returned on 2023-10-27.the investigation of the product was completed on 2023-12-06. During the evaluation of the product it was found that the cutting loop is broken of on the power supplying side. The insulation shows a molten area that indicates a use for some time. Due to the position of the break (longest lever) it is most likely, that the loop got mechanically overloaded during use - e. G. By tissue contact without activated hf current. Device history records (DHR), recent product or process changes were reviewed. According to the results of the device history review, there was no indication for a manufacturing failure. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a bipolar turp case one of the loops broke into two pieces. One of the pieces fell inside the patient and was retrieved by the surgeon. No death or (unanticipated) serious deterioration in state of health reported. As a prolongation of 3 hours was reported, the case deemed reportable.